Event description:
It was reported that the patient who was intubated had to be extubated and re-intubated with a non saccet et tube. The et tube had to be replaced due to cuff failure. There was no patient injury reported. Three devices in total were used on the same patient on the same day.

Event description:
Additional info received 12-jul-22: three devices in total were used on the same patient on the same day.

Manufacturer narrative:
Other, other text: no lot number was provided; therefore, device history record review could not be performed. A product sample was received for evaluation. Visual inspection found no anomalies in the cuff, but damage was detected in the inflation line. Due the inflation line is damaged, it's not possible perform the leak functional test to confirm the leak in cuff since the inflation line must be connected to leak tester machine to allow air pass through the tube and confirm the leak in cuff. Based on the analysis conducted in the sample provided, the root cause analysis cannot be addressed due to damage in the inflation line. No corrective action required since the reported failure mode was not confirmed. E4 is unknown. Additional information received (updated b5).